Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(4) 2016, the maximum rv pacing impedance measured greater than 34,018 ohms up from a range of 457-567 ohms. Since (B)(4) 2016 open circuit pace count is 6,441,723 with 356 successful paces. Analysis of the data also indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(4) 2016, the minimum rv capture threshold measured greater than 2.5 volts. Concomitant medical products: 4574 lead, implanted (B)(6) 2003.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead was exhibiting infinite impedance, high thresholds and was not sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.